Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d11. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In the event description of (B)(4), it was stated that "inlay spin out; (B)(6) 2014 - after an unhappy motion, 14 days after attune tka an inlay spin out happened. She came in 60 degree flexion. The wound, sensibility and vascularisation were without pathological findings. (B)(6) 2014 under anesthesia unbloody reposition could be provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for inlay spin out. Event is not serious and is considered moderate. Event is definitely related to both device and procedure. Date of implantation: (B)(6) 2014. Date of event (onset): (B)(6) 2014. (Left knee). Treatment: after manipulation under anesthesia - gypsum for 4 weeks.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.